Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the set up mode. The medical surveillance specialist (mss) spoke to the patient for follow up questions on (B)(6) 2010 and verified/obtained the following information. The patient informed the mss that her testing frequency is 4-5 daily (before each meal and bedtime) and manages her diabetes with oral medications (metformin 500mg) twice daily. On the evening of (B)(6) 2010, the patient stated she tested her blood glucose an hour after her meal and obtained a normal reading that she could not recall and made no changes to her diabetes management regimen at the time. On the morning of (B)(6) 2010, the patient stated she woke up feeling nausea and dizzy; which she associated as high blood sugar symptoms. At 3:00am that morning, the patient claimed she attempted to test on her meter, but could not obtain a reading. The patient denied taking any action regarding her diabetes regimen at the time of the alleged issue. Since she was not able to test on the subject meter and did not have another meter to test, the patient indicated contacting lfs customer service first for assistance and did not realized the hours she called they were closed. So she contacted emergency medical service (ems) and by 3:30am that morning, they arrived. The patient stated when the ems arrived, they tested her with their meter and she obtained a low blood glucose reading that she could not recall, and was then treated with an orange flavor liquid to drink. The patient claimed after she began to start feeling better from the treatment, she was advised by the ems to make and eat 1/2 a sandwich. At the time of troubleshooting, the cca confirmed the patient's process for testing was correct, there was no misused of the product, and the alleged issue did not occur after removing/replacing the battery. The patient informed the cca that the subject meter was reverting to the set up mode for no apparent reason. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reported receiving medical intervention from an hcp after the alleged issue began.

Manufacturer narrative:
(B)(6) 2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. A 510(k) # is k053529.